Event description:
Event description guidant received information that this pacemaker, connected to a competitive ventricular lead exhibited an impedance >2500 ohms in both bipolar and unipolar modes one day post-implant. The physician elected to invasively evaluate the pacing system, revealing the lead was appropriately positioned in the header of the device and an impedance of >2500 ohms. The physician elected to leave the pacemaker and lead in service. Six weeks later a message indicating elective replacement time (ert) was displayed. The device had a magnet response of 90ppm and was sensing and pacing appropriately. The patient had an underlying rhythm and no adverse patient effects were reported.